Manufacturer narrative:
The device was returned for analysis. The reported difficulty removing the device and the device not ¿feeling right¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: facility address, city, postal code, phone number.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a left leg superficial femoral artery angioplasty interventional procedure. Reportedly, the proglide device was advanced to gain pulsatile flow from the marker port without issue. As the device was retracted a little to get a better position, the proglide device was difficult to retract. Ultrasound and x-ray imaging were used to confirm the proglide was not caught on anything. The foot had not been lifted at any point in time. Per the physician, the device did not feel right when it was being retracted, therefore the use of the proglide device was abandoned and after careful twisting and a little more force than usual, the proglide device was removed and rewired. It was decided to continue the case without upsizing to the bigger 8f sheath as intended. The pre-close technique was no longer used. The procedure was completed, and a starclose device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.